Event description:
The customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. Upon inspection of the device, the manufacturer's service technician verified mains fuses in the power supply were open. An open mains fuse may cause a loss of ac power to the ventilator and shut down if it were to recur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.